Event description:
Eighteen months after the intraoperative high lead impedance test results was reported to manufacturer, follow-up information was received indicating that the pt can no longer feel device stimulation as he had in the past. It was also reported that the pt had recently experienced a prolonged seizure, reportedly the first of this type since initial vns implant. Review of x-rays revealed that the lead wires appear to be intact; however, the positive lead pin did not appear to be fully inserted past the generator connector block. No other discontinuities were noted on the portion of the lead assembly that was visible on the x-ray. Revision surgery is planned.

Event description:
Further follow-up revealed that the patient underwent ncp system replacement. It was reported thatit was the surgeon's choice to replace the entire ncp system. The patient is doing well since the surgery. The system was discarded following the surgery.

Event description:
Intraoperative device diagnostic testing during generator replacement surgery for end of svc resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The high lead impedance reading was obtained when the new generator was connected to the original lead. Implanting surgeon finished the surgery without troubleshooting causes for high lead impedance reading. Lead break or generator/lead connection problem is suspected.